Manufacturer narrative:
(B)(4).

Event description:
Foreign patient's mother contacted dexcom on (B)(6) 2016 to report that the receiver displayed error121 on (B)(6) 2016. The foreign patient's mother did not report injury or medical intervention. No additional patient or event information is available.